Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Discarded by hospital.

Event description:
Patient fell, had a periprosthetic fracture and acetabular cup loosening from the fall. Original implants explanted and revision implants implanted successfully.